Manufacturer narrative:
One hemosphere vita monitor was returned for evaluation. The customer report of innaccurate values was unable to be confirmed. The device was connected to the hot mockup system and blood pressure was monitored for two hours without any inaccurate or unstable waveform or blood pressure readings. An engineering evaluation was completed. There was no evidence of product nonconformance or labeling/IFU inadequacies identified. Based on the voc there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. However, a root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. An MDR was submitted against the vitawave plus cuff. A supplemental report will be submitted once the report ID is available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product codes: dsb, qms, dqe, dqk, mud, fll, qaq, olw.

Event description:
It was reported that, during induction and after stairsteps, a hemosphere alta monitor had no waveform and different pressure values compared to an a-line. Readings on from the vvitawave cuff was 188/62 while the a-line read 144/93. Physician switched fingers but still struggled to get a waveform. After reinitializing the pump a couple of times, issue was resolved. It is unknown if the issue was with the finger cuff or monitor. There was no patient injuries reported.